Event description:
It was reported that perforation occurred, causing noise and decreased sensing. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the helix end measuring 51.5cm was returned for analysis. A lead tip stiffness test was performed and found to be within specification. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.